Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-jul-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 8.9mg/ml at 2.1mg/day, bupivacaine 18.7mg/ml and lioresal 155mcg/ml via an implantable pump. It was reported there were discrepancies in reservoir volumes during refills and increased patient pain. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. A catheter aspiration was attempted on (B)(6) 2025 but they were unsuccessful. The actions and interventions taken to resolve the issue was the pump segment was removed and replaced. The issue was resolved at the time of the report.